Event description:
According to the reporter: during roux-en-y laparoscopic procedure, the endostitch did not toggle properly and the endo shears did not cut while suturing the anastomosis of the small bowel. No injury to patient. Patient status: alive - no injury.